Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008t machine powered off during patient treatment. Additionally, the machine blew fuses upon power up and the power supply fan did not come on. The biomed tech reported the insulation covering of the wire to the bridge rectifier was discolored and burnt. The part was discarded and is not available to be sent back for evaluation. No photos were taken of the burnt component. The bridge rectifier was replaced to resolve the reported issues. The patient on the machine during the reported event was able to complete treatment on the same machine and did not experience any adverse effects or require medical intervention as a result of this incident. The machine was returned to service.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008t machine powered off during patient treatment. Additionally, the machine blew fuses upon power up and the power supply fan did not come on. The biomed tech reported the insulation covering of the wire to the bridge rectifier was discolored and burnt. The part was discarded and is not available to be sent back for evaluation. No photos were taken of the burnt component. The bridge rectifier was replaced to resolve the reported issues. The patient on the machine during the reported event was able to complete treatment on the same machine and did not experience any adverse effects or require medical intervention as a result of this incident. The machine was returned to service.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.